Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20.6 mmol/l; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room; customer was monitored and no treatment was provided. Customer has not been released from the emergency room at time of event. Customer declined to provide emergency room release date. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.